Manufacturer narrative:
Product ID neu_ptm_prog, product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient would give herself a bolus using the personal therapy manager (ptm) she would get pain down the back of her left leg. The patient reported that she was given the ptm in (B)(6) 'of this year' and that 'she started the first of may of this year.' The patient also reported that the pump was 'working great' and would only experience the symptom when a bolus was given. The first time the ptm was used was is the physician's office and a bolus was given. The patient stated that the pain was so bad down the left leg that it caused her to 'scream bloody murder.' The patient had gone to the hospital for 3 days. The patient was currently home at the time of the report. It was unknown what medication was used in the pump. Additional information has been requested but was not available at the time of this report.